Manufacturer narrative:
Patient with bilateral knee implants developed an infection. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met. Infection for right knee sn (B)(4) is reported in MDR 3004153240-2015-00215.

Event description:
Patient with bilateral knee implants developed an infection. Revision surgery is planned to exchange the poly inserts.